Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on patient side during procedure. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactres the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Errors on cardioplegia pumps were also displayed. According to the technician the patient bridge needs to be replaced as well as the distribution board. As per technician opinion, a faulty distribution board had caused all the pumps to fail. The parts were not available during onsite visit and service activity could not be completed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Customer is determining cost effectiveness of repair vs purchase of new units. If repair is required, they will notify livanova. No similar event has been recorded on the device since its installation in 2015 by reviewing the complaints database. The pumps are all connected directly to the ul 510 distribution board, thus on the basis of the above it cannot be ruled out that the defect was related to an electronic failure that led to the malfunction of the pumps. The risk is in the acceptable region. Livanova will keep monitoring the market for similar events.